Event description:
It was reported that during the procedure, high capture thresholds were observed with this right ventricular (rv) lead. As a result, the lead was replaced, and the procedure was completed with the new lead. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, high capture thresholds were observed with this lead. As a result, the lead was replaced, and the procedure was completed with the new lead. No adverse patient effects were reported. This lead is expected for return. Update: this lead was returned for product investigation. This supplemental report is being submitted to include device technical analysis in section h11, additional MFR narrative.